Event description:
An (B)(4) cable was not transmitting a signal during a case and another cable had to be used. The unit was in contact with a pt, but there was no injury. There was a slight delay of 2 minutes while the cables were swapped out.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.